Manufacturer narrative:
Added information to section d9 (date returned to manufacturer), h6 (device code(s)), h6 (investigation findings) and h6 (investigations conclusions). H10: additional manufacturer narrative: the serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. Thrombosis is a well-recognized complication of prosthetic devices. Device thrombosis is the formation of blood clots forming on the device/graft. These clots could significantly impact the function of the valve resulting in harm. There may be cases of incidental finding by imaging (echocardiography and/or CT scan) of subclinical leaflet thrombosis (halt) where the patient will benefit from a close follow-up and may be treated with oral anticoagulant. The most likely cause is patient factors.

Event description:
Edwards received notification that this inspiris resilia valve model 11500a25 implanted in the aortic position was explanted after an implant duration of ten (10) months due to valve thrombosis leading to increased gradients (40mmhg) and moderate regurgitation with an impaired lv ejection fraction of 32-45%. Reportedly, echos performed post-operatively and prior to initial discharge were normal. This event involved a 59 years old patient. As reported, the patient was admitted to the hospital in cardiac failure and was given anticoagulation therapy (warfarin for 2/52) for two weeks prior the surgery, however, the treatment was unsuccessful. No signs of infective endocarditis were observed. Thus, decision was made to explant the valve. At the time of surgery, the patient presented dense pericardial adhesions. The leaflets of the aortic valve prosthesis appeared relatively normal, but a large 2cm thrombus formations were observed below each aortic leaflet adherent to the aortic leaflets. A non-edwards mechanical valve was implanted in replacement. The patient was noted as to be recovering well, with a postoperative gradient of 6mmhg.

Manufacturer narrative:
Added information to section b5 (describe event or problem), b7 (other relevant history, including preexisting medical conditions (e.g allergies, race, pregnancy, smoking and alcohol use, hepatic/renal dysfunction, etc.)), d6 (d6b. If explanted, give date), h6 (health effect - clinical code), h6 (device code(s)) and h6 (type of investigation) updated code h6 (health effect - impact code) h3: evaluation summary: customer report of valve thrombosis was confirmed. Thrombotic material was observed on the inflow aspect of all leaflets. Thrombotic material restricted leaflet mobility and led to stenosis. Minimal host tissue overgrowth encroached onto the tissue and into the orifice on leaflet 3 at the inflow aspect and on leaflet 1 at the outflow aspect. Host tissue overgrowth on the stent circumference was minimal at both the inflow and outflow aspects. The x-ray demonstrated the wireform and cocr band remained intact; the vfit cocr alloy band was not expanded. H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this inspiris resilia valve model 11500a25 implanted in the aortic position was planned to be explanted after an implant duration of ten (10) months due to valve thrombosis. Reportedly, echos performed post-operatively and prior to discharge were normal. As reported, this 59-year-old patient was admitted with a thrombosed valve and was on warfarin for 2/52 but the treatment was unsuccessful. No signs of infective endocarditis were observed.

Manufacturer narrative:
H10: additional manufacturer narrative: the device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.